Manufacturer narrative:
The reported complaint of the impedance measurements being less than 200 ohms was confirmed. However, without the physical device available for analysis, the root cause of this issue was not able to be determined.

Event description:
It was reported that the patient's leadless pacemaker exhibited low and out of range pacing impedance. No intervention was performed. There were no patient consequences.